Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported glare and halos. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/02/2008, 04/04/2008, and 04/18/2008 by phone, fax and mail. A completed questionnaire was rec'd. This report was mailed to FDA on: 04/23/2008.